Event description:
It was reported that the patient died approximately four days post implant of a leadless implantable pulse generator (ipg) system. It was reported that intraoperative during introducer sheath insertion, a complication of retroperitoneal hemorrhage occurred. The sheath was positioned over the guidewire and raised from the femoral vein to the right atrium, but the abdominal vena cava was tortuous, so it was believed that hemorrhaging occurred there. There was difficulty advancing the sheath, so using the jugular vein approach was considered. The patient was transferred to another hospital. A snare catheter was used via the jugular vein with a standard sheath to pull up the introducer sheath that had been inserted from the femoral vein. Strong compression of the sheath was suspected. The introducer sheath became bent. The ipg was implanted and remains in the patient. Cause of death was provided as: retroperitoneal bleeding occurred as a complication during sheath insertion.

Manufacturer narrative:
Continuation of d10: product ID mc2vr01, serial# (B)(6), implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that guidewire, snare and sheath were not medtronic products.